Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor hand hygiene. Peritonitis was manifested by cloudy effluent and mild grade pyrexia. On unreported date(s), the patient was treated with vancomycin 30 milligrams per kilogram intraperitoneally for two weeks (frequency not reported) and ciprofloxacin 500 milligrams twice per day which was stopped on an unknown date when the culture result was returned (route and specific dates of duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing, but it was reported that the patient was scheduled to be transferred to hemodialysis therapy and withdraw from peritoneal dialysis. The patient was not recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.